Event description:
It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used in the ampulla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat stones performed on (B)(6)2025. During the procedure, while trying to cannulate the ampulla the technician bowed the tome and the cut wire broke at the proximal end of the tome. It was reported that no part of the device detached and fell into the patient the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.